Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported intermittent unintended stimulation and pain at the evoke closed loop stimulator (cls) implant site. The patient had experienced significant weight loss and attributed the pain and change in cls position to the weight loss. The patient did not report any change in therapy effectiveness due to the reported symptoms. During a follow-up visit, the event of intermittent unintended stimulation could not be replicated and device check and x-ray imaging were performed, with no anomalies identified. Topical pain patches were prescribed but were unsuccessful. The evoke scs system was subsequently explanted to resolve the reported event.